Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy. Multiple attempts were made by Tandem Technical Support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.